Event description:
The female luer lock on the set is cracking after the set has been in use approximately 24-48 hrs usually while the drug milrinone is being infused. No pt injury or treatment associated with this event.